Manufacturer narrative:
Physio-control downloaded the electronic records for review.  Upon evaluation of the electronic records from the event, physio was able to verify that four (4) inappropriate losses of power had occurred; however, the cause of which could not be conclusively determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced both the main keypad assembly and the small keypad assembly. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when their crew attempted to print a code summary, their device powered off by itself.  The crew advised that this issue occurred four (4) times.  The customer advised that they have been unable to duplicate the reported issue since the original event. There was patient use associated with the reported event; however, there were no reports of adverse effects to the patient as a result of the reported issue.  No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.